Event description:
Reported blood glucose results of "328 mg/dl and 95 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care representative walked the pt through two blood glucose tests and obtained a 336 mg/dl and 349 mg/dl. The calculated difference of these glucose results did not exceed the expected value of <=20% and/or <=20 mg/dl no products were replaced.